Manufacturer narrative:
The customer¿s report of leakage was not confirmed. Visual inspection identified two pin holes on the surface of the piston. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the female luer; in each instance the piston would return to the closed position following disconnection. No connecting products were returned to assist the investigation. The root cause of the customer's experience was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.